Event description:
A malfunction alarm was reported with malfunction code 12. Customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Customer was assisted by technical support to reset the pump and was instructed to continue using it while being advised to call back if the malfunction recurred.